Event description:
It was reported that during a cholecystectomy procedure, abdominal air pressure was decreased while the devices were being used. It was confirmed that the aeroperitoneum instrument had no problem. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.